Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet with a steel cannula infusion set, with glucose values rising into the 300s to a reported peak of 400 mg/dl after meals, despite changing the infusion set and observing drops of insulin from the cannula and tubing prior to insertion. Symptoms included elevated blood glucose without reported ketones, dizziness, loss of consciousness, or other acute complications. Outcomes included approximately eight hours of blood glucose above target without need for medical intervention or backup therapy, with eventual decline to about 310 mg/dl and trending down. Investigation included guided troubleshooting, verification of insulin flow through tubing and cannula, and replacement of infusion supplies. Investigation of this case revealed no device alarms other than high glucose and suggested a hyperglycemic event likely associated with meal size estimation and potential infusion site or set performance concerns despite observed flow. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive, with contributing factors likely including inaccurate meal announcement and possible infusion-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.